Manufacturer narrative:
It was reported that the patient went to get an MRI for shoulder and was unable to complete it due to heating in the thoracic spine near the paddle. Patient is able to get into MRI mode. There are no impedances. The issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that while undergoing an MRI scan for the shoulder, patient experienced a heating sensation in the thoracic spine near the paddle lead. Ipg was placed into MRI mode prior to scan. It was noted that lead diagnostics showed there are no impedances and MRI technician confirmed that MRI scan parameters were per the manual at the lowest sar. The heating sensation stopped once MRI scan was discontinued.

Manufacturer narrative:
Section b3: date of event is estimated.